Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok had scale marking issue before use.

Manufacturer narrative:
H.6. Investigation summary: our records indicate that customer complaints have been received describing issues with the printed scale on 3ml luer-lok syringes (material no. 309657). Printed scale markings on the 3ml syringes are printed incorrectly. The scale is skewed to varying degrees, resulting in missing and/or partially printed scale numbers and scale lines. Samples /photos were returned for investigation. After visual inspection, a large quantity were found to have varying degrees of skewed scale with missing print complaints related to this defect are confined to final batch #8303571. Device history record review for batch #8303571 was reviewed. Batch #8303571 consists of 2 marking/assembly batches: 8287867 and 8287868 (p/n 8000314). Batch #8287867 was manufactured 07-nov-2018 ¿ 09-nov-2018 (0600). No issues were recorded during the manufacture of this batch. Batch #8287868 was manufactured 09-nov-2018 (0600) ¿ 11-nov-2018. Missing print was recorded 2 times during the manufacture of this batch. Missing print was found at assembly during the hourly check; adjustment was recorded. Product was requalified per aql: no defects were found, therefore the product was accepted; root cause of the problem: a combination of personnel, process, and equipment can be identified as an assignable root cause corrective and preventive action were initiated to further investigate this issue. Immediate actions were taken to put potentially affected product on hold. CAPA 753644.

Event description:
It was reported that bd¿ luer-lok had scale marking issue before use.